Event description:
Depuy spine was made aware of legal action being taken by a charite artificial disc patient. It was reported that the patient was implanted with two charite at l4/5 and l5/s1. Information reports that patient continues to have pain post implant.

Manufacturer narrative:
No conclusions can be made at this time. No connection can be made between the reported event and any shortcoming of the device at this time. Device is approved as single level implant 2-level insertion in an off label use of the device.